Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicated that the device was manufactured on (B)(6) 2012 and was last repaired on (B)(6) 2013 for a non-related issue. Eval of the device observed that a set screw was exposed on the inside of the ratchet gear, not allowing the ratchet to attach to the roller. Prior to repair, a test mesh passed and the device was within calibration spec. Customer returned a 2.1 ratio outer, and the eval demonstrated that the cutter produced an unacceptable test mesh. This cutter has been returned two times previously as well. Previous observation of the device on (B)(6) 2012 and (B)(6) 2013 verified the cutter to be damaged and non-repairable. The cause of the customer's observed event is most likely the customer not following previous recommended actions of replacing their damaged cutter, and continuously utilizing damaged equipment. The device was serviced and returned to the customer. See scanned page.

Event description:
It was reported that the zimmer skin graft mesher was shredding the graft. Add'l clinical f/u with the customer indicated that there was no harm, no unplanned graft harvests, or delay reported. The procedure was completed with an alternate device.